Event description:
The customer reported that they had no audio from their telemon monitor.

Manufacturer narrative:
The customer reported no audio from the telemon monitor. While the device display provides visual indicators of alarms occurring, device labeling does not represent that display data is continuously monitored by staff. Philips is in the process of obtaining additional info regarding this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed.